Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced daily fluctuating blood glucose (bg) levels between 20-500 (mg/dl) since may. Customer used glucagon injections and consumed carbohydrates to treat their low bg levels, and administered boluses and insulin injections to treat their elevated bg levels. Reportedly, customer fell during one of their low bg events. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they will contact their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed multiple low blood glucose (bg) levels recorded each month. Log review confirms that no adjustments have been made to the basal insulin rate settings throughout the months. No erratic bolus requests or deliveries were observed. After review of the pump data, there was no obvious confirmation of complaint. The tandem pump operated within specification.